Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a gastric bypass procedure, the stapler "froze" mid-firing (unknown which firing and unknown which reload was used) and would not release manually. The surgeon "cut around this firing" (unknown how this was accomplished). There was no bleeding reported and no patient consequence reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the manual override system; the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.